Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous right coronary artery. The physician advanced a 3.00x24mm taxus express2 drug eluting stent, but could not cross the lesion. When the stent delivery system was removed from the patient, stent damage was noted. The procedure was completed with another taxus express2 drug eluting stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family found that the device met material, assembly and product specifications. The most probable root cause classification is operational context due to anatomical/procedural factors encountered during the procedure.